Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos). It was noted that the twos may have caused atrial arrhythmia anti-tachycardia pacing (atp) to be disabled, as the twos may have been detected as accelerated ventricular rates. The patient experienced weakness and tachycardia. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead was reprogrammed and remains in use.